Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements. When unit was properly positioned and put under pressure, unit would not have slipped. The device history record review showed no abnormalities related to the reported failure. The complaint reported could not be confirmed. The definite root cause could not be reliably determined. Device identifier number: (B)(4).

Event description:
An account manager reported on behalf of the customer that the a3059 mayfield composite series skull clamp slipped out of the patient, resulting in a deep and large facial laceration on (B)(6) 2019. The patient was pinned in the prone position. According to the chief resident, the pounds of pressure were at 70. There was a 55 minute surgery delay. Medical intervention/revision was required. Additional information was received on 26jun2019 indicating that the procedure performed was a suboccipital craniotomy. Promed instruments doro disposable skull pins (product ID 3006-00, lot number unknown) were used. The length of the laceration was approximately 5 cm. The skull clamp was removed and replaced with another set of the same skull pins. The patient's condition was reported as satisfactory, healing.